Manufacturer narrative:
Evaluation summary: quality assurance revealed that the sds was returned with blood visible on the balloon. There was crystallized contrast visible in the inflation lumen and in the balloon. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had loose folds. The hypotube was wavy due to being rolled up when returned. There was no other damage noted to the sds. There were two indeflators returned with the sds. One of the indeflators was returned with fluid visible in the housing. There was no damage noted to the indeflators. A new indeflator with a 1:1 mixture of renografin 60 and water was used to pressurize the balloon to 16 atm and there was a delay in the balloon inflating, due to the crystallized contrast. After, the balloon inflated and the deflation times were measured; they did meet mfg criteria. The balloon deflated flat each time. The first indeflator, with the fluid in the housing, was used to pressurize the balloon to 16 atm and the deflation times were measured. These did not meet mfg criteria. The second indeflator was filled with a 1:1 mixture of renografin 60 and water, and was used to pressurize the balloon to 16 atm and the deflation times were measured. These did not meet mfg criteria. The balloon deflated flat each time. Product performance engineering reviewed the incident info and analysis of the returned devices. The balloon would not fully inflate and after deployment, the balloon would not deflate. When the sds was removed, the stent was lost and the location was unk. It was stated that it is unsure if the stent was lost in the pt or if the stent was accidentally dropped on the floor and not implanted. The analysis confirmed the stent dislodgement, as the stent was not returned. Visual inspection noted dry, crystallized contrast in the inflation lumen and balloon. Stent crimp marks were visible on the balloon, between the balloon marker bands. The hypotube was wavy as a result of how the sds was packaged for transit back to abbott for analysis. During functional testing of the sds, the balloon was inflated to rbp; there was a delay during inflation due to crystallized contrast in the lumen and balloon. The deflation time was measured three times and the deflation times were within specification using a new indeflator. However, when the returned indeflators were tested for deflation, the times were above the maximum specification. Upon further investigation, both returned indeflators were filled with new contrast mixture, and the returned sds was again timed for deflation. The sds met the specification for deflation. In addition, a drift test was performed and both returned indeflators met mfg criteria. Based on the case description and the analysis of the devices, dried or thickened contrast is the only factor noted during the analysis that may contribute to the reported difficulty. Overall, the reported difficulties experienced during the procedure appear to be related to the operational context of the sds. It should be noted that the instruction for use (IFU) recommends inspection the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. The lot history record was reviewed and it did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent loss in pt. Device issue: stent dislodgement. It was reported that while trying to deploy a 2.75 x 28mm rx vision stent, the balloon would not fully inflate and then it would not deflate. A 20cc syringe had to be used to deflate the balloon. Upon, removal of the stent delivery system (sds) the stent was lost and the location of the stent is unk. Ivus was performed and the stent could not be found in the coronary. No pt effects have been reported. No add'l event or pt info is available.